Event description:
Ous MDR - it was reported that the lead had been explanted about 6 months after the implantation due to loss of capture and adverse muscle stimulation caused by a perforation. No worsening of the patient's state of health was reported. The lead was returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, electrically, and mechanically. During the visual inspection, cuts were found in the insulation, as well as damage to the steroid collar, which were probably results of the operation procedure. The analysis did not show any further deviations that could be related to the clinical complaints. The compression test performed on the lead (i.e., the contact pressure per area unit) did not show any anomalies. The rigidity of the lead was unremarkable. No anomalies could be detected during the performed screw tests; the fixation could be retracted and extended evenly. The screw rotations were within specifications, and the fixation was without anomalies. There were no indications of a material defect or manufacturing error.